Manufacturer narrative:
Based on the claim against the product by the customer noting the fragment issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the 0-degree endoscope instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the 0-degree endoscope instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. It is unknown if fragment(s) was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the endoscope had a vision problem wherein one or both eyes were black. It was further reported that fragments fell into the patient, and it is unknown if the fragments were retrieved. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the customer. However, no further details have been received as of the date of this report.